Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow, and ok keypad buttons were intermittently responsive during testing. The contrast keypad button required excessive force to activate during testing. During investigation, the ok key contact was observed to be misaligned. It was observed that all button key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have been intermittently unresponsive for the past month. He stated that the buttons require excessive force and multiple presses to obtain a response. The family member reported that the contrast button is unresponsive. He noted that the buttons feel mushy when pressed; stated that the rubber keypad is intact; denied exposing the pump to moisture; and stated that the pt wears the pump in his pocket.